Event description:
Customer reported the sensor glucose was reading 50 or 60 mg/dl and blood glucose was actually 121 mg/dl. Customer stated the insulin pump keeps alarming that she is low. Customer calibrates three to four times before each meal. Troubleshooting was performed. Alarm and possible causes were explained to the customer. Customer was advised to upload information to carelink. Customer called back after loading information to carelink. Carelink confirmed the sensor glucose was 43 mg/dl and blood glucose was 114 mg/dl a 62.3% difference. Sensor glucose graph determined the sensor and blood glucose are trending opposite directions. No rapid changes arrows noted on the device. Customer called again stating she is still having the same problem. The device was alarming her to input her blood glucose more often and customer only is allowed to use four strips per insurance. Customer was advised to remove sensor and it was slightly bent. No further information reported.

Manufacturer narrative:
One opened and used enlite sensor was inspected and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found cannula was bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.